Event description:
The device result was 216mg/dl and a repeat result was 44mg/dl. He did not seek any treatment or take any actions. The device was replaced and requested to be returned for evaluation.